Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a leak at an unspecified location was noted after an infusion of busulfan 78mg had been infusing on a pump at 77.5 ml/hr for 30 minutes. There was no report of patient harm.